Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient reported that she was hospitalized due to diabetic ketoacidosis (dka) and ongoing stomach issues. The patient was hospitalized for 4 to 5 days. At the time of the report the patient was not recovered. At the time of the report the patient was still waiting to have gastric stomach like swallow tests. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data was evaluated and the allegation was confirmed. A wearable failure was found in connection to the allegation. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.